Manufacturer narrative:
As reported, post implant of bard/davol ventralight st mesh, the patient experienced mesh infection and bowel obstruction and underwent subsequent surgical procedure for mesh explant. Based on the available information, no conclusion can be made. Infection and adhesions are known inherent risks of surgery. The instructions-for-use (IFU) supplied with the device lists infection and adhesion as possible complications. In regards to the infection, the warnings section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in april, 2021.

Event description:
The following was reported via medwatch report (mw5106364): "return to surgery for infected mesh with phasix implantation, bowel obstructions and s/p explanation of infected ventralight mesh with phasix. According to the op note dated (B)(6) 2021. The proximal and distal limbs of intestine were then aligned with stay sutures so that a side-to-side stapled anastomosis could be performed at the antimesenteric border of the intestine. Ultimately a laparoscopic stapler was used to create the anastomosis as the robotic stapler had a malfunction preventing it from clamping. The opening in the small bowel was closed in two layers using 2-0-v-lock in a running fashion. The mesenteric defect was also closed using the end of this suture also during the case on (B)(6) 2021, while in step trendelenburg and airplaned left, he slid on the table which required repositioning of him and the robot, robotic stapler was sent to intuitive." Addendum for additional information provided in follow up: as reported, during the initial implant procedure on (B)(6) 2021 the patient underwent a davinci ventral hernia repair with mesh (ventralight st), lysis of adhesions, and small bowel resection.